Event description:
On (B)(6) 2012, during xia3 operation the set screw of crosslink became fixed poor. The surgeon did not use it and finished the operation. He thought that having corrected the position and having tightened the screw repeatedly influenced.

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.